Manufacturer narrative:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was stuck inside and could not be pushed down. There was no reported patient injury. An unknown 5f sheath was used in the procedure. The advancer tube was not visible. One of the deployers was certified in the use of the device and had used the mynxgrip for years. The device was stored and handled as per the instructions for use (IFU). Hemostasis was achieved by manual compression. The patient was noted to have recovered and was not hospitalized and the patient's hospitalization was not extended as a result of the event. Hemostasis was achieved by manual compression. Additional procedural details were requested but are unknown. Hemostasis was achieved by manual compression. The product was not returned for analysis. A product history record (phr) review of lot f2001604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was stuck inside and could not be pushed down; therefore, hemostasis was achieved by manual compression. There was no reported patient injury. An unknown 5f sheath was used in the procedure. The advancer tube was not visible. One of the deployers was certified in the use of the device and had used the mynxgrip for years. The device was stored and handled as per the instructions for use (IFU). The patient was noted to have recovered; was not hospitalized and the patient's hospitalization was not extended as a result of the event. The device will not be return as it was discarded. Additional procedural details were requested but are unknown.